Event description:
It is reported that a customer states that their insulin pump is not delivering insulin. The patient's blood glucose level was 198 mg/dl according to their pump. The customer declined assistance with troubleshooting the issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.